Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with cracked reservoir tube lip, partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, severely faded serial number label, stained serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack around reservoir compartment. The blood glucose at the time of the incident was 16 mmol/l. The device will be returned for analysis.